Event description:
During a follow-up in clinic, the device was interrogated and an estimation of remaining longevity could not be obtained. A message was then delivered indicating the device had reached elective replacement indicator (eri). The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and communication was established. The device image was obtained and analyzed, indicating the average monthly voltage and current trends were normal. A false elective replacement indicator (eri) alert was noted due to autocapture being programmed on and the device functioning in high output mode (hom). The remaining longevity was not displayed due to the eri alert being triggered. Vibration testing, device output testing, and pacing rate testing was performed and no anomalies were noted. Stress tests were performed and did not find any high current anomalies. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. The reported events of the remaining longevity being unobtainable and an eri alert were confirmed.